Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). During an in-clinic follow-up, approximately one year after the previous visit, the device was found to have been depleted for three years and had reverted into safety mode. A device replacement was recommended. No adverse patient effects were reported. This pacemaker remains in service.